Event description:
Swanz-ganz catheter inserted but would not give a reading. Catheter reads: fault cco: catheter verification, use bolus mode. Catheter removed and replaced without difficulty. Product was part of ecri, alert dated 2009.